Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in needle did not fully retract. The following information was provided by the initial reporter: it was reported by the sales representative that the needle did not fully retract into the safety hub.

Event description:
It was reported that insyte autog bc pnk 20ga x 1.0in needle did not fully retract. The following information was provided by the initial reporter: it was reported by the sales representative that the needle did not fully retract into the safety hub.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.